Event description:
Pt had a power port implanted on (B)(6) 2013. On (B)(6) 2013, when the nurse attempted to access the port for the first time she was unable to access the port. The pt had an x-ray which confirmed the port was fractured and tubing system in the right heart chambers. On (B)(6) 2013, the pt underwent a percutaneous retrieval of intravascular foreign body and will also need to undergo a second procedure to remove the port, and potentially a third procedure to replace the port.